Event description:
Additional information received that the catheter that was replaced was reported as "patent".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc catheter, serial # (B)(4), implanted: 2012 (B)(6).

Manufacturer narrative:
Catheter: model/serial#: unk, implanted: 2012 (B)(6), explanted: unk. (B)(4).

Event description:
It was reported that following the explant of a catheter during pump replacement surgery on (B)(6) 2012, the catheter was now implanted/revised as of the date of this report. (The event related to catheter explant has been reported in manufacturer report # 6000030-2012-00092) the pump reservoir was filled with saline since implant and on (B)(6) 2012 it was filled with drugs hydromorphone and bupivacaine.